Event description:
During baxter's eval it was found that a spectrum pump had a system error 105 alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 105 caused by a failed motor flex. The failed motor assembly was replaced.